Event description:
Acct reports that the rubber stopper on the injection site pushed in. States that the sample was "very bloody" so they discarded the set. States they use the "bd" twin pak as well as the "bd" 303345 to access the injection site. No pt injury was reported.